Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The patient presented insufficient bone quality/quantity.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 7 in the mouth, it had not yet achieved integration. Clinician reported an infection and insufficient bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 7 in the mouth, it had not yet achieved integration. Clinician reported an infection and insufficient bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.